Event description:
This is a spontaneous case report received from a nurse on (B)(6) 2014 which refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2014, lot number 50678466 and a82454. On the first side placement, which was the right, the device was placed fine, but when the catheter was withdrawn the device had broken in 2 and 5 coils were floating in the cavity. The broken piece and the rest of the essure in situ were removed and a new one was inserted. The other side was done without any problems. Company causality comment: this medically confirmed spontaneous case report refers to female patient who had essure (fallopian tube occlusion insert) inserted and device had broken in 2 and five coils were floating in the cavity during insertion. The event device had broken in 2 and five coils were floating in the cavity was considered non-serious and unlisted according to the reference safety information for essure. During difficult insertion/removals, single cases have been reported of essure breakage. In this present case it was reported that when the essure was inserted the catheter broke in 2 and 5 coils were floating in the cavity. The patient dosen't have any symptoms and the broken piece and the rest of the essure were removed and a new one was inserted. Based on available information received, a causal relationship between the reported events and essure cannot be excluded. This case was regarded as other reportable incident. A product technical analysis has been requested.

Manufacturer narrative:
Follow-up information was received on (B)(4) 2014. Patient initials, age and date of birth were provided (discrepancy between age 44 and dob was noted). She had no relevant history or risk factors. Reporter confirmed essure device broke on insertion, patient recovered from the event. Relationship to suspect device was reported as probable. Reporter noted that she had returned device sample for inspection. No further information from reporter expected. Follow-up received on (B)(4) 2014: the patient's age was clarified as being (B)(6). Ptc investigation result was received on (B)(4) 2014. This adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: ptc local number (B)(4) and ptc global number (B)(4). Final assessment: lot 50678466 (production date aug-2012 and expiration date 31-aug-2015). Lot a82454 (production date dec-2012 and expiration date 31-dec-2015). Since product was returned to us for investigation, we were able to conduct an investigation of the actual device involved in this complaint. Only micro-insert was returned. The outer coil found to be broken (see picture for detail). In this case, we conducted a review of the manufacturing batch records and confirmed that final product testing for these lots were performed per requirements and the product met all release requirements. The cause of this failure is well understood. In the manufacturing assembly process if there is a small gap left between the inner coil and inner catheter (they should be butted together during assembly), when the outer coil of the micro-insert is wound down a small portion of the coil can become trapped in the gap. If a device has this issue, when the physician presses the button to release the micro-insert, the outer coil may sever itself as it is being deployed from the catheter. In typical situations, this severing occurs inside the catheter prior to the pieces being deployed from the catheter. The severing of the coils inside the catheter does not pose a significant risk to the health of the patient. Medical assessment: this ptc was initiated due to a reported product quality issue and a usability issue. However, no adverse events were reported at this point in time. The provided complaint sample was investigated. The technical assessment concluded "confirmed quality defect". Based on the provided information the defect type corresponds to the following meddra llt device breakage. Since no adverse events were reported no batch signal review for similar adverse events could be conducted. No causal relationship between the confirmed product quality issue and adverse events can be assessed, as no adverse events were reported at this point in time. The reported usability issue will be subject to post market surveillance monitoring. The list of similar cases contains reports with similar events coded in meddra. It includes recent cases received by bayer pharma and older cases received from the previous owner of the essure product (conceptus). These legacy reports have been re-coded according to bayer pharma standards. In this particular case a search in the database was performed on (B)(4) 2014 for the following meddra preferred term: device breakage. The analysis in the global safety database revealed 867 cases. Bayer is closely monitoring the benefit-risk profile of essure. This includes consideration of the legacy cases in safety analyses. The cumulative review of the reports has not yielded any new safety signal. Company causality comment: this medically confirmed spontaneous case report refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted and device had broken in 2 and five coils were floating in the cavity during insertion . The event device had broken in 2 and five coils were floating in the cavity was considered non-serious and unlisted according to the reference safety information for essure. During difficult insertion/removals, single cases have been reported of essure breakage. In this present case it was reported that when the essure was inserted the catheter broke in 2 and 5 coils were floating in the cavity. The patient don't have any symptoms and the broken piece and the rest of the essure were removed and a new one was inserted. Based on available information received, a causal relationship between the reported events and essure cannot be excluded. This case was regarded as other reportable incident due to the reported device breakage. Product technical complaint (ptc) analysis concluded to a confirmed quality defect. Medical ptc assessment considered that no causal relationship between the confirmed product quality issue and adverse events can be assessed, as no adverse events were reported at this point in time. No further information is expected.

Manufacturer narrative:
Data correction: the product code knh was replaced with hhs.